Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 69 mg/dl and food was consumed to address the bg level. The contact thought the low bg may have been due to cheerleading. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg levels and still having insulin on board (iob). Cartridge change sequence was completed on (B)(6) 2017. Basal rate was set to .36 mg/dl throughout the entire day. Complaint could not be confirmed. Extensive exercise could cause bg levels to drop. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.